Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the aligners cut the side of their cheek, they have a big flap of skin inside of his mouth just hanging there. They also reported that the aligners are really tight. They have tried filing down the aligners but did not help. Advised patient to go back a step-in aligner for additional 7 days, provided hh tips and requested picture to evaluate fit. Upper aligner area has blanching present and lower aligner is not seating all the way. Having patient try hh tips and provide updated photo to evaluate aligner fit after tips. Stls are poor.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.